Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the crossfire console is experiencing issues. The ablation wand times out very early into the case, indicating that the wand (ablation) needs to be replaced and can no longer be used.